Event description:
It was reported that the arm on the 6800 system is drifting. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the arm assembly. The system was tested and found to be working as intended and placed back into service.